Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she received multiple no delivery alarms. Customer stated she has changed the infusion set and reservoir several times. Customer has tried different cannula lengths, insulin is not expired or denatured, she does rotate sites and avoids scar tissue and the tubing is not bent or kinked. Blood glucose value is 281 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.